Event description:
It was reported that as a multiaxial screw was inserted into the patient there was physical resistance. The surgeon used a new screw of the same part number to complete the case. There was no reported delay or impact to the patient.

Manufacturer narrative:
Device evaluation: visual inspection revealed no signs of damage. A functional test was performed by attempting to rotate the tulip head around the screw shank, however, the tulip head is resistant to motion and binds up. Potential cause: this event cannot be attributed to any cause at present. The cause of the damage cannot be determined at this time since there is no information available regarding how the screw was being used or handled at the time of the damage. DHR review: per DHR review, the part was likely conforming when it left zimmer biomet control. Device use: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that as a multiaxial screw was inserted into the patient there was physical resistance. The surgeon used a new screw of the same part number to complete the case. There was no reported delay or impact to the patient.